Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown, device info -unknown , date implanted - unknown, date explanted - unknown , initial reporter - the article was written by p. Ryan mbchb, dr. C. Anley, dr. A. Lambrechts, dr. Vrettos, dr. S. Roche in sa orthopaedic journal, spring 2015, vol 14, no. 3. 510k number - unknown. Manufacture date - unknown.

Event description:
Information was received based on review of a journal article titled, "technical difficulty in component sizing and positioning in humeral resurfacing: relationship to clinical outcomes" which aimed to evaluate certain radiological parameters of component sizing and positioning, and correlate these with the clinical outcomes; and to investigate the influence of different parameters including pre-operative diagnosis, age, and gender. The study consisted of forty-nine (49) patients who underwent fifty-one (51) humeral resurfacing procedures between january 2000 and march 2011. Eight (8) patients underwent revision procedures, converting to total shoulder components, while one (1) patient has been indicated for revision. There was no difference between the revised and unrevised group for peri-operative variables or radiographic variables. In the unrevised group, there was no correlation between reported satisfaction and radiographic measurements of offset, inclination or head height. In conclusion, although technical difficulties in orientation and sizing exists with proximal humeral resurfacing, the difficulties do not correlate with clinical scores.